Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was primed for a thrombectomy procedure in the ileofemoral vein. Aspiration was initiated. After a few seconds into the procedure, aspiration was lost and an error message to check saline supply displayed. They tried to reset it ad re-primed it 3-4 times, but the same error message displayed. After that, a message stating persistent error-replace catheter displayed. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.